Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change out procedure there was noise on the right ventricular lead when physician tugged on lead to check connection with device header. Lead integrity issue suspected. The lead was capped and replaced. No patient complications were reported as a result of this event.